Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg record for this particular batch # 8301957 shows that the device met its material, assembly and product specifications at the time of its release to distribution. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The 90% stenosed lesion was located in the moderately tortuous, mildly calcified right coronary artery (rca). The physician attempted to place a taxus express2 3.0x28mm drug eluting stent, but was unable to cross the lesion. The lesion was pre-dilated with a 2.5x12mm voyager balloon. When attempting to remove the stent, it would not pull back into the guide, so the physician withdrew everything. Upon withdrawal the stent dislodged and the physician attempted to snare it, but lost it in the femoral artery. This was confirmed with angiography. The procedure was stopped at this time, but was completed the following day with a taxus express2 3.0x24mm stent. Initially the pt complained of pain in the groin, but status is now satisfactory.